Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was replaced during the svc call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the power cord on the 6800 system was damaged. No pt injury was reported.